Event description:
Delivery of the recovery filter was difficult as it seemed to be stuck in the storage tube. More than normal force was used to push the filter out. Resistance was felt and then a slight pop was felt. Once filter was fully deployed, two of the legs were crossed and consequently not properly anchored and filter was then removed.